Event description:
It was reported that a patient presented via remote monitoring. Upon review of transmission, it was found that the insertable cardiac monitor exhibited incorrect diagnostic measurement, causing incorrect episode classification. No resolution was performed. Patient condition was not known.